Manufacturer narrative:
Estimated date. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported material separation. Based on the limited information provided, it is possible that during the procedure, the y connector was not fully opened and did not allow the wire to be removed freely causing additional manipulation to the wire during retraction through the y connector which resulted in the reported separation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with nstemi and the procedure was to treat the circumflex and left anterior descending (lad) coronary arteries. The procedure required two turntrac guide wires in the patient. One of the guide wires was being withdrawn as the other guide wire was positioned in the needle in the y connector outside the patient. When the distal portion of the guide wire being removed came in contact with the needle, the distal portion disintegrated into filaments. The distal portion of the guide wire and the disintegrated part were easily removed by loosening the y connector and disconnecting it from the distal end of the guiding catheter. All parts were outside of the patient when this occurred. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. The physician noted that she should have first removed the turntrac guide wire that was in the needle before attempting to remove the other guide wire. No additional information was provided.